Event description:
"The implantable access prot leaked, it was removed, very porous, part of the device could not be removed. It is stuck to the vein. The patient has to grow with it."

Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36937304 which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of access ports released in september 2018. Investigation results: we did not receive the complaint sample for investigation. Conclusion: the received elements do not allow us to conclude with sure on the root cause of the catheter rupture detected during removal. However we can hypothese that the incident is due to an encapsulation/adhesion of the catheter into the vessel wall. This is a known complication of the access port implantation, especially on children when the poulyurethane catheter was implanted during several years (in this case 4 years) and the distal catheter extremity becomes placed high in the ivc. The IFU informs the physician about the implant duration and the specific precautions to be taken for implantation on children. The catheter rupture during removal of long-term implantations is a known complication of access ports with thin catheters. This is a rare occurrence, no further corrective action is envisaged at the moment.